Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not recognize that internal paddles were connected to the therapy connector. Physio replaced the therapy connector and the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assemblies and could not replicate the reported malfunction and root cause could not be conclusively determined.

Event description:
According to the reporter, the device does not transfer energy through internal paddles. There were no reports of any adverse affects as a result of the reported incident.